Manufacturer narrative:
Product analysis #704424125:part # 55840006550, lot # h5489975 visual examination revealed the screw was broken about 4threads down from the base of the bone screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. This type of damage is consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. Radiographic image review: post-op xray for tl fusion. One provided image shows a screw fragment in a vertebral body level unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for earlier fusion made from th11-l5. It was reported that screw was broken and the threaded part remains in the patient as it couldn¿t be removed. The upper body with the tulip is removed. There was patient involved in the event and no further symptoms or complications were reported. Additional information was received via manufacturer representative that the event date and implant date is unknown. There is no plan to remove the broken fragment left inside the patient. The broken product was initially used for the first surgery and broke after 1-1.5 years in the patient. Need to get the first procedure date confirmed. They noticed the broken screw when they opened up for the extension. The broken tulip was removed and in that pedicle where the broken screw sits nothing was put in as replacement.